Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a device rupture. The device has been explanted. The effected side has not been specified.

Event description:
Explant clinic reported a device rupture diagnosed by ultrasound. The device has been removed. Left side.

Manufacturer narrative:
(B)(4)

Event description:
Explant clinic reported a device rupture. The device has been removed. Left side